Event description:
It was reported that this right ventricular (rv) lead oversensed noise. Technical services (ts) was contacted and recommended possible reprogramming options and follow up with the physician for a lead revision. The patient experienced more than two seconds of pacing inhibition. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).